Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: contamination was observed under the "down", "ok", and "contrast" buttons. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 09/17/2012 with the following findings: contamination was observed under the "down", "ok", and "contrast" buttons. The keypad buttons were found to be functioning properly during evaluation. Unrelated to the event the audio bolus button was found to be torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.